Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his treatment. The patient called while in treatment during dwell 2 of 4 when he received a warning that the supply bag lines were blocked. While patient was breaking down the cycler for shipping after speaking with technical support, the patient reported fluid in the machine. The set has not been made available for evaluation. During follow up his pd nurse reported that his effluent was clear. He did not have signs of infection. No antibiotics have been prescribed for the patient. No adverse action has been reported at this time.